Manufacturer narrative:
(B)(4). It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, dissection and occlusion, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2015, a 3.0 x 33mm xience xpedition was successfully implanted in the moderately tortuous, mildly calcified, mid left anterior descending (lad) coronary artery at 16 atmospheres. On (B)(6) 2015, the patient experienced chest pain and was taken back to the catheter lab. Per angiography, an occlusion was found in the proximal lad. A 2.75 x 16 mm non-abbott stent was implanted, resolving the issue. The patient was transferred to the intensive cardiac care unit. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received. On (B)(6) 2015, the patient presented with stable angina. Post procedure angiography showed good stent wall apposition; however, a dissection may have occurred that was not treated. On (B)(6) 2015, the patient experienced angina and an occlusion was noted that was not within 5 mm of the implanted xience xpedition stent. It was suspected that the occlusion was from the untreated dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel; the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.